Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was never installed in the device prior to receipt at heartsine. The returned pad-pak was inserted into the device and the device passed a self-test. The device powered off with no warnings given at shutdown and a flashing green status led. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found no fault with the returned device. The device performed to specification throughout testing at heartsine. The device history log indicates that the user never installed the returned pad-pak within the device.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.